Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was changing the battery and was unable to remove the battery cap. Customer stated that the battery cap was stripped. Customer stated that she had a blank screen. No further assistance needed.